Event description:
It was reported that one of the patient's leads displayed high impedances preventing the system from entering MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104116.